Manufacturer narrative:
The customer has not reported the date of death of the patient involved. Should any additional information be received by the customer then an additional report will be submitted. (B)(4). The hospital investigation determined that the ventilator unit was not at fault. A carefusion fse (field service engineer) evaluated the unit at the reporter's site. When the fse powered the ventilator unit on, several alarms and a review of the recent waveforms were indicative of a leak in the patient circuit. The patient adapter at the end of the involved patient circuit was removed and the patient circuit was attached to a test lung. A small leak was still present, but the vte (exhaled tidal volume) was within company specifications. The involved patient circuit was replaced by a test circuit and a leak was no longer present. The fse determined that the patient circuit was most likely the cause of the errors in values. After determining that the ventilator unit was operating to company specifications with the settings used by the operator of the unit while it was on the patient, the fse went through all of the company checks, using prescribed company settings, checking all alarms, and verified the o2 cell accuracy. The ventilator unit passed the uvt (user verification test), a compliance/leak check, and an o2 cell calibration. The ventilator unit met all company specifications and all alarms sounded appropriately during checkout and validation procedures. The manufacturer of the patient circuit has been notified of this reported event by carefusion.

Event description:
The customer initially reported that this avea ventilator unit failed to alarm "circuit disconnect" while on a patient. The customer later emailed stating that the ventilator actually did alarm properly and that they know the ventilator was not the issue. The patient reportedly expired while on this unit. At this time it is undetermined if an operator fault was a factor and the series of events leading up to the patient's death is unknown.